Event description:
As reported: while using the device the physician discovered an abnormal high resistance when trying to insert the bypass tube into the manta sheath. Physician used a second device and replaced the manta sheath without any issue. Also with this device from the same lot, the bypass tube was difficult to insert the manta into the sheath, but physician was able to safely manage the process according to the IFU and to obtain successful closure. No harm to the patient., "who recovered well in the meantime and is scheduled for discharge." Associated to: MDR 3010252479-2022-00092 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci procedure, a 14f ce manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered abnormally high resistance while attempting to advance the bypass tube into the sheath hub. No buckling or bending of the bypass tubes occurred when met with resistance. The entire manta sheath and closure unit were removed off the guidewire and a new 14f ce manta from the same lot number, was opened. Again, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered difficulty while attempting to advance the bypass tube into the sheath hub; but the physician was able to safely manage the deployment procedure and obtain successful closure. Associated to: MDR fu-3010252479-2022-00092 manta.